Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device would not power on. The a/c cable needs to be replaced to resolve the issue. Additionally, the handle is cracked and needs to be replaced. No repairs were performed. The unit has been scrapped.